Manufacturer narrative:
The lens was returned to b+l and is currently being evaluated. A supplemental MDR report will be submitted the to FDA upon completion of the evaluation.

Event description:
The surgeon reports that approx seven years after implantation of a hydroview iol the lens was explanted due to opacification and a different iol was implanted. According to the surgeon, laser treatments prior to explantation showed no improvement.